Event description:
On (B)(6) 2013, the reporter contacted animas, alleging all of the keypad buttons on their device were experiencing a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/03/2013 with the following findings: the keypad button symbols were found to be worn off; however, there was no damage observed to the keypad. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display test that was difficult to read. A test screen was inserted and found to function properly with no fading or discoloration of text. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment below the finger pad extending down to the primary seal. There was no moisture found in the battery compartment. The audio bolus button cover had a hole in it but was found to be functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.